Event description:
It was reported that: when installing a new vn500 ventilatory, the draeger service technician connected a whatman air filter between the air outlet and the ventilator inlet. The air filter burst into many pieces. It was also reported that the pressure at the wall outlet was verified to be within the specified range. No pt involved, no injury reported.

Manufacturer narrative:
Pieces of the burst filter were rec'd for investigation. Investigation results will be reported in a f/u report.